Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had felt funny over the past month. The patient then presented in clinic on (B)(6) 2018 for a follow up. It was noted during the visit that the impedance of the right ventricular lead had gone up, and that no capture was possible. The lead was capped, replaced, and worked correctly after the procedure